Event description:
Broken clamp on the white lumen of the pt's trifusion. Trifusion had been in place since (B)(6) 2011. Needed to have catheter replaced. Replacement without incident.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.